Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and the reported slda per the physician is related to pre-existing anatomy (patient conditions). Mitral valve insufficiency/regurgitation resulting in heart failure and dyspnea appear to be due to slda. Mitral regurgitation, dyspnea and heart failure are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. One clip implanted, reducing mr to a grade of <1. Roughly six months later, the patient returned to the hospital and imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2024, the patient was admitted to the hospital due to dyspnea and signs of heart failure. Mr increased to a grade of 4+.